Manufacturer narrative:
Product ID: 8703w lot# l36996, implanted: 1995 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that a patient had wound dehiscence and erosion of the pocket site and the pump and catheter were removed. It was noted that a fentanyl patch was used instead of the pump. A re-implant was scheduled for (B)(6) 2013. The explanted components will not be returned as they were discarded. The patient outcome was reported as alive - no injury/no adverse event. The pump system was being used to deliver dilaudid.